Event description:
Two endeavor sprint drug-eluting stents (ref: 2953200-2010-01594) were implanted in the mid lad lesion during the index procedure. It was reported that a dissection occurred during the procedure.

Manufacturer narrative:
(B)(4). Evaluation, results: dissection.